Event description:
A (B)(6) customer called for assistance with performing control tests. Three control tests were performed during the call and the results were 18.1, 18.1 and 18.3 mmol/l. The normal control range was 5.9-8.2 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.